Event description:
First of all I had to check "a problem with a device" box (form above) to be able to report this, but I want to make clear that I believe the problem is intrinsic to the entire lasik / prk procedure - the surgeon, advertisements, financial incentive, etc, not just the device. My story - I had prk done in (B)(6) 2008. At the time, I was appx -9.00 with retinal lattice. The doctor said I was a " perfect candidate for surgery" ( I now know most patients are). Immediately after surgery, and to th present my vision was very cloudy, with ghosting; bad night vision due to hug halos around all lights and signs; my "blended" vision was never successful; computer screens and reading are difficult after the first 10 minutes; contrast between gray skies adn silver cars when driving ( and also reading) is very diminished. Unsuccessful enhancements were tried, but in 2010, I was told my cornea healed incorrectly and there was nothing more to be done. I did not go back to this surgeon or clinic. Later, in 2010, my right retina detached, and in 2011 my left detached ( left was caught much sooner since I knew exactly what was happening). In each case, I did not have the scleral buckle surgery. After the detachments and to the present, I have huge floaters that compounded my laser complications. I see a retina specialist twice a year who always says everything looks "good" as far as the retina attachments go, but have limitation on many of my activities for fear of a repeat detachment. In 2014, I was diagnosed with a "lasik induced" cataract, for which they are putting surgery off due to my retinal issues so that eye is now becoming cloudier. "Lasik induced" is th term used by some ophthalmologists, including two that I saw and one that currently markets lasik. I think this is due to the steroids that are commonly used post surgery for healing issues. I am very discouraged/depressed, but am trying to be more proactive regarding my care and hope for a new solution. I still feel the majority of the pain, ghosting, headaches, halos, nigh driving and contrast issues are related to the healing of the prk and that a scleral might help. However I have been discouraged by my retina specialist from trying them. I continue to be amazed by how many ophthalmologists and optometrist will tell you not to risk refractive surgery for cosmetic reasons based on their experience with post lasik patient (not the lasik surgeons, of course), but the FDA continues to let these surgeries go on. I believe at short term and long term risk to the patients. It is virtually impossible to ever hear of the risks in any ads (just spend an hour listening to talk radio in kansas city) or fly on an airplane and read about the USA greatest doctors, not until you sign on the dotted line, do they tell you what happens at "other clinics." Why was my doctor not required to ever file a report with you about my complications (adverse effect?). What are considered "adverse effects"? I am aware of other of his patients who had similar problems, and I cannot see that they ever were reported to the FDA, either. (My surgeon only knew of my issues thru th fall of 2010, not the subsequent problems) filing and "adverse report" is not something that most patients would ever know about. I believe it has to be the responsibility of th clinic or surgeon who performs the procedure. I am quite certain thousands of complications must go unreported, so customers considering these procedures do not have a true picture of what can happen. The public cannot help but be uniformed of how truly debilitating the results can be for many people. It is too late to help me, but I strongly urge tighter regulation to prevent many costly , long term programs for going americans.